Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 12.7mm, 29g bd pet syringe in an open poly bag from lot#: 6294537. Customer states that the thumb press is broken and the plunger cap is crushed. The returned syringe was examined and exhibited a broken thumb press and a crushed plunger cap. A review of the device history record was completed for batch#: 6294537. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or log book entries made during the production of this batch. No root cause for this defect can be determined. H3 other text : see h.10.

Event description:
It was reported that bd pet syringe had a broken thumb press and a crushed cap. This was discovered during use. The following information was provided by the initial reporter: material no: 323003 batch no: 6294537. It was reported by the consumer that one syringe was found with a broken thumb press and a crushed cap. Issue(s): found 1 syringe with plunger rod thumb press broken and same syringe plunger cap crushed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pet syringe had a broken thumb press and a crushed cap. This was discovered during use. The following information was provided by the initial reporter: material no.: 323003 batch no.: 6294537. It was reported by the consumer that one syringe was found with a broken thumb press and a crushed cap. Verbatim: issue(s): found 1 syringe with plunger rod thumb press broken and same syringe plunger cap crushed.